Event description:
It was reported that the patient was in the clinic with low voltage advisory and connect power alarms on the black power cable. The alarms were able to be re-created and there was no external damage noted. The alarms were only noted on batteries, and the patient was changed to their backup controller. Log files were sent review. The log file captured on 06jan2026, power cable disconnects and low power hazards while the patient was connected to batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent low voltage and power cable disconnect alarms was confirmed via the submitted log files. The submitted log files were reviewed and contained data from 13:04:17 ¿ 14:17:58 on 06jan2026, per the timestamps. The pump operated in the expected range. Throughout the log files, intermittent atypical power cable disconnect, low power advisory and low power hazard alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) and bus voltages on the black power cable fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. There were no other notable events captured in the log files. Multiple attempts were made to obtain additional information regarding the reported event and if any product will be returned; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was not the current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ and section 5 of the heartmate 3 patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.